Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 532 mg/dl. The customer changed the entire infusion set, but her blood glucose levels continued to elevate. The customer was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.